Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer was assisted with troubleshooting. Customer reported that they were able to clear and rewind the insulin pump. The customer was reported that the unexpected restart alarm did not occur shortly after inserting a new battery. Customer reported that they received the pump error alarm twice, but it seemed to be due to him not clearing the alarm the first time and removing the battery to put in a new battery again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.